Event description:
"S/p b subgl transax gels (? Type/size/MFR-no records) for augmentation. Has known of r rupture x 6 yrs secondary to mammogram as well as increased distortion, pain and lumpiness. Pt also has progressively disabling systemic sx's including arthralgias/myalgias (+ am stiffness), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, hot flashes/sweats, visual changes, memory loss, dry eyes, hair loss, sens sun with rashes, costochondritis, htn, wgt loss, and gu changes. Pt is otherwise healthy."